Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their piic classic was intermittently freezing. There was no patient incident.